Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of 3000 ohms. A loss of sensing and pacing was also observed with the rv lead. The physician suspected the lead was fractured so surgical intervention was performed. During surgery, the rv lead was disconnected from the device and tested with an analyzer where the impedance measurements were still observed to be out of range. The physician concluded the rv lead was fractured and it was abandoned and replaced. No additional adverse patient effects were reported.